Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse verified error 2015 per the error log. Fse cleaned the bf probe and verified there were no obstructions. Upon further evaluation, the purge tubing connection was found loose. Fse tightened the tubing connection by tie wrapping the tubing securely. Fse performed bf probe priming three times without any issues. Quality control (qc) were run without any issues. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2015 bf probe purge failure as indicating that "purging by the bf probe is abnormal". Troubleshooting for the error states to "clean up the wash probe tip or replace it. Contact the service department." The most probable cause of the 2015 bf probe purge failure error message was due to loose bf probe tubing.

Event description:
A customer reported getting error message 2015 bf probe purge failure with the aia-360 instrument. The customer ran the daily check without any errors but when running quality controls (qc), the error occurs. Technical support (ts) inquired about placement of controls but the customer insisted that the controls had been run many times before without any error. Ts instructed the customer to perform an all set home which was performed without any errors. However, the customer performed a bf wash prime and the error occurred. The customer confirmed that the wash and diluent were full and substrate ii was on board with the waste cap secured. Fse was dispatched to address the reported event, which resulted in a delay of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.